Manufacturer narrative:
Patient information now provided. A software investigation was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive. As previously reported the reported issue could not be replicated during the navigation system check-out.

Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, dispatcher, reported that while in a spine fusion procedure, the surgeon alleged an inaccuracy stating the screw placement was a few millimeters off. No specific measurement, or direction of the alleged inaccuracy, was provided. No further details regarding the damage, or when in the procedure it occurred, were provided. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no impact on patient outcome.